Event description:
It was reported that this pacemaker could not be interrogated and was showing a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data must be sent for analysis prior to considering implanting the device. No patient involvement. Additional information was received and this device has recovered to warmer temperatures and has been cleared for implant. No patient involvement.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed. This device recovered to warmer temperatures, there is no product malfunction.

Event description:
It was reported that this pacemaker could not be interrogated and was showing a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data must be sent for analysis prior to considering implanting the device. No patient involvement.